Event description:
It was reported interrogation of the patient's device revealed noise on both the atrial and ventricular leads. The ventricular lead also indicates some oversensing. As the clinician is able to reproduce the noise by rubbing the pocket, a device header or circuit issue is suspected. It was further reported that there was noise, sensing difficulty, and oversensing on both channels. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.